Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.

Event description:
It was reported that oversensing of atrial noise caused inappropriate atrial tachycardia detection that led to a mode switch. Electromagnetic interference was suspected. The device was reprogrammed. Device will be monitored.